Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was emitting tones. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. After review ts advised to contact physician office. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this device exhibited an error message for premature battery depletion (pbd). Subsequently, this device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was emitting tones. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. After review ts advised to contact physician office. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this device exhibited an error message for premature battery depletion (pbd). Subsequently, this device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. At this time the product has been returned, and product investigation concluded.